Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the mega suture cut needle driver instrument wire popped and was sticking out. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that there was no harm to the patient due to the issue nor were there any fragments that fell in the patient. There were no issues with manipulating the grip nor the motion of the instrument. The customer did confirm that there was a cable visibly protruding from the instrument but did not specify how many cables were seen.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the proximal clevis hole. The cable was fully broken.

Event description:
Refer to h10/h11 for follow-up information.